Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of sensory and motor function in their left arm during an implant procedure. As a result, the procedure was abandoned. Reportedly, the patient regained motor function in their left arm post operatively. However, the patient experienced weakness in some of their extremities. In turn, the patient was admitted to ICU.

Event description:
Additional information received identified, the patient is now experiencing right arm paralysis and still has weakness in the left arm (reference MFR. Report# 1627487-2018-11448). The patient is undergoing MRI scans and is currently in rehabilitation.